Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion. Not returned yet.

Event description:
The nursing staff placed a resident in bed using a c625 rtc (return to charger) lift with a carry bar attached. The nursing staff left the room. When they returned, the resident was found lying on the floor. The bed was laying on it's side. There was a carry bar attached to the lift was hooked onto a bedrail. No injury occurred.

Manufacturer narrative:
The lift was returned via rga 21446. This is the first complaint for this type of issue. The lift contained a pcb board with older program it was developed in september 2008 by a former supplier. Root cause: the programming (br_6_9_j4.2) on the pcb board didn't monitor load (current) when the return to charger function was used and had a carry bar attached. If the return to charger function was unintentionally activated the lift would attempt to return to the charger and could raise anything attached to the carry bar (i.e. The bed). Corrective action: ecr 457 was released in december 2012 to add load monitoring to the board software. Software br_6_9_j4.4 and later versions monitor load presence and would stop the lift if the load was greater than the carry bar (approx. 5lbs.)